Event description:
The contact at the hospital reported that during the first injection of nbca glue (631500/lot unknown) for embolization of a benign kidney tumor, the prowler microcatheter (606151fx/17058516) was glued into the feeding vessel which originated from the aorta. Approximately 0.38cc of glue, mixed at a 4/1 ethiodized oil / glue ratio, had been injected into the patient. The microcatheter was then pulled back and instead of releasing, the microcatheter broke leaving the tip of the microcatheter, approximately 15 to 20cm in length, glued into the feeding vessel which was targeted for embolization. The feeding vessel was low in tortuosity. No part of the microcatheter remained in the aorta. The physician felt confident that this would not pose a problem and intends to allow the tip of the microcatheter to remain in the patient¿s feeding vessel. The remaining microcatheter segment was removed and discarded. A second prowler (details unknown) was used to access a second feeding vessel. Nbca was then delivered and the microcatheter removed without incident. Neither the glue nor the microcatheter will be returned for analysis. There was no significant delay to the procedure as a result of the issue. There were no discrepancies or abnormalities noted with any of the glue components prior to use or during mixing. There were no abnormalities with the microcatheter when removed from the package or during prep. There was no difficulty advancing the microcatheter through the vasculature.

Manufacturer narrative:
Concomitant devices: trufill nbca (631500/lot unknown); another prowler (lot unknown). The device is not available for return however the device history record (DHR) will be reviewed. Therefore no conclusion is made at this time. Additional information will be provided in 30 days.

Manufacturer narrative:
Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.